Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber was noted to be forward firing after 510,064 joules and 1:26:37 minutes of use. The procedure was completed utilizing a second fiber. There is no indication of patient outcome.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The potential for forward firing may exist. In addition the glass cap exhibited severe devitrification at output window and there was severe charred detritus adhered to the metal cap. The outer flow tubing open end exhibits minor scratch marks and mild contamination, most likely biological matter. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. No breaks were noted along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob was intact and capable of rotating the fiber. Due to the observed glass cap distal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber was noted to be forward firing after 510,064 joules and 1:26:37 minutes of use.the procedure was completed utilizing a second fiber. There is no indication of patient outcome.